Event description:
Breakage of carpal component of universal 2 total wrist implant. Implant fracture through the carpal component stem. Was noted approximately one year post op for the first time, but may have been present earlier.